Event description:
Status post bilateral subglandular inframammary gels ("large" per pt - no records) for augmentation. Pt reports they were hard but as pt has gained weight over the years they are softer. Pt was found to have bilateral ruptures on MRI (no reports on films) done about 1-2 yrs ago and presents for therapy because of increasing chest pain. Pt is having cardiac workup (negative) echo positive/negative thallium stress. Pt denies history of trauma or decreased size. Pt complained of systemic symptoms for years including arthralgias/myalgias (positive am stiffness), fatigue, sleep disturbance, hot flashes/sweats, jaw pain, dizziness, memory loss, dry eyes, oral sores, sensitivity to sun/heat/cold, sob/chest pains, choking sensation, increased cholesterol, and easy bruising.